Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the pump unresponsive and unreadable. There was no reported impact on the customer¿s blood glucose level. To address the issue, a replacement pump was arranged, and the customer planned to use multiple daily injections (mdi) as a backup therapy.